Manufacturer narrative:
(B)(4). Product not returned yet for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 140 to 150 mg/dl. Customer observed symptoms of dizziness. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 308 mg/dl and 283 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 1/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 369mg/dl, 491mg/dl, 442mg/dl. Adverse event not reported.